Manufacturer narrative:
The investigation is still ongoing on this event. When the investigation is completed, a follow-up will sent to the FDA.

Event description:
It has been reported to philips that during a procedure, the equipment stopped and displayed a message ¿ x-ray unavailable¿. The physician stopped the procedure and removed the catheter without image. The equipment was restarted, and returned to work. The patient was stable but the doctor decided not to continue and transferred the patient from the hospital to another hospital. No harm to the patient. Has been reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. Philips has been informed that the procedure was successfully completed in the hospital where the patient was transferred. The system was checked on site and it was confirmed that there was a short circuit in the converter. The converter was replaced and the system was returned to use in good working order. Based on trending analysis there is no exceptional replacement rate for the converter. No further actions will be taken by philips. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.